Event description:
Customer reported 1 false positive results for flu b on lot 709737. The customer reported result was negative on an unknown visual read test. Patient was asymptomatic.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Manufacturer narrative:
Corrected data: (g3): corrected 'date received by manufacturer" to 11/26/2024.